Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead and associated device displayed pacing impedances of greater than 2000 ohms and loss of capture (loc). The patient was seen for a revision procedure. The lead was not able to be fully extracted. A new lead was implanted. The device remains in service. There were no adverse patient effects reported.